Event description:
It was reported that patient had a fall back in august and injured his hip. Caller states they have been to orthopedic surgeons and general practitioner who did x rays and could not find anything. They have ordered an MRI for this afternoon later today and the x ray tech called yesterday and wanted caller to do a MRI conditional check 1 and when they went through that it said they could not do the MRI with this and so patient could not have the MRI. Caller did not remember if it gave a reason or why it could not be. Agent walked caller through MRI mode and caller was seeing MRI mode not available. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided answering service phone number for healthcare provider." Agent called patient rep back for code - 2611212222000. MRI code indicated high impedance. Agent reviewed and redirected to hcp. Additional information received from hcp. Patient was last seen in clinic on (B)(6) 2026, during which, impedances were within normal limits. Cause of impedance issues is unknown and patient will be check again when they are soon on 2025-may-28. Issue has not yet been resolved. Hcp clarifies that dbs was not causal or contributory to fall and hip injury, and they will follow up on this issue as well at their next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.